Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after connecting the ventricular lead to the implantable pulse generator (ipg), the physician turned the torque wrench to connect the atrial lead with the ipg; however, the physician could not sense the torque delivery, and the setscrew could not be tightened. A second torque wrench was used to tighten or loosen the setscrew, still no torque delivery was noted. An attempt was made to remove the setscrew to replace it; however, the setscrew could not be removed. It was noted that the physician said that the torque wrench may have been inadvertently inserted diagonally. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.